Event description:
On (B)(6) 2012, an aortic valve replacement was performed due to calcific aortic valve disease and this 23mm trifecta valve was implanted. A concomitant maze procedure was performed. Prior to implant of this valve, severe calcification was removed from the patient's native aortic annulus and due to excessive debridement a annular repair was performed with a pericardial patch. In (B)(6) 2016, a pacemaker was reported to be implanted due to bradycardia. Since (B)(6) 2014, moderate aortic leakage has been noted and on (B)(6) 2018, this valve was explanted. Upon explant of, a large tear was observed from the commissure between a non-coronary cusp (ncc) and a left coronary cusp (lcc) toward a nadir of the lcc, which exhibited in approximately two-thirds of the lcc. Although pannus ingrowth was noted as well, it did not inhibit the mobility of cusps. There was no calcification or infection reported. Reportedly, the sewing cuff and two stent posts were damaged during explant of this valve, which were located between a right coronary cusp (rcc) and the lcc, and between the ncc and the rcc. A 23mm carpentier-edwards perimount magna ease aortic heart valve was implanted as the replacement. The patient has been in stable condition postoperatively.

Event description:
On (B)(6) 2012, an aortic valve replacement was performed due to calcific aortic valve disease and this 23mm trifecta valve was implanted. A concomitant maze procedure was performed. Prior to implant of this valve, severe calcification was removed from the patient's native aortic annulus and due to excessive debridement, an annular repair was performed with a pericardial patch. In (B)(6) 2016, a pacemaker was reported to be implanted due to bradycardia. Since (B)(6) 2014, moderate aortic leakage has been noted and on (B)(6) 2018, this valve was explanted. Upon explant, a large tear was observed from the commissure between a non-coronary cusp (ncc) and a left coronary cusp (lcc) toward a nadir of the lcc, which exhibited in approximately two-thirds of the lcc. Although pannus ingrowth was noted as well, it did not inhibit the mobility of cusps. There was no calcification or infection reported. Reportedly, the sewing cuff and two stent posts were damaged during explant of this valve, which were located between a right coronary cusp (rcc) and the lcc, and between the ncc and the rcc. A 23mm carpentier-edwards perimount magna ease aortic heart valve was implanted as the replacement. The patient was in stable condition postoperatively. On an unknown date, the patient experienced a stroke after the surgery. The patient is currently undergoing rehabilitation and is currently hospitalized.

Manufacturer narrative:
An event of aortic leakage, a tear in the valve, and stroke were reported. Gross morphological and histopathological examination revealed leaflets 1 and 3 contained tearing. Both tear sites that were microscopically examined. Leaflet 1 contained no specific changes to the tissue that would suggest an etiology for the tear. The tear site at leaflet 3 contained degenerative changes. Degenerative changes to the collagen refers to a general loss of and denatured appearance to the collagen fibers. The thickened edge of the tear indicates a reactive change resulting from a longstanding tear, rather than the cause of the tear. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. There was no evidence of a device malfunction and it was reported the patient had a history of calcific aortic valve disease consistent with the reported moderate aortic leakage.

Event description:
On (B)(6) 2012, an aortic valve replacement was performed due to calcific aortic valve disease and this 23mm trifecta valve was implanted. A concomitant maze procedure was performed. Prior to implant of this valve, severe calcification was removed from the patient's native aortic annulus and due to excessive debridement, an annular repair was performed with a pericardial patch. In (B)(6) of 2016, a pacemaker was reported to be implanted due to bradycardia. Since (B)(6) of 2014, moderate aortic leakage has been noted and on (B)(6) 2018, this valve was explanted. Upon explant, a large tear was observed from the commissure between a non-coronary cusp (ncc) and a left coronary cusp (lcc) toward a nadir of the lcc, which exhibited in approximately two-thirds of the lcc. Although pannus ingrowth was noted as well, it did not inhibit the mobility of cusps. There was no calcification or infection reported. Reportedly, the sewing cuff and two stent posts were damaged during explant of this valve, which were located between a right coronary cusp (rcc) and the lcc, and between the ncc and the rcc. A 23mm carpentier-edwards perimount magna ease aortic heart valve was implanted as the replacement. The patient was in stable condition postoperatively. On an unknown date, the patient experienced a stroke after the surgery. The patient was discharged on (B)(6) 2018. Patient specific information of patient identifier and weight is not available for this complaint.